Event description:
It is reported that a customer received a bad sensor alert that let to a calibration alarm on their insulin pump. The patient's blood glucose was at 162 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.